Manufacturer narrative:
Evaluation results: one bivona trach tube (neo/ped flextend plus) was received without its original packaging inside a ziploc bag. Visual inspection was performed at 12 inches under normal conditions of illumination in order to detect any damage on the parts. During the visual inspection, it was observed that the tube was kinked and the wires were misaligned. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical tracheostomy started clogging upon immediate use. It was noted that the device was crimped in two spots. A tracheostomy change out was required, and the incident was reported to be resolved.